Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, a patient experienced glare and halos around lights. The iol was replaced three months following the initial implantation for another lens with half a diopter more power.